Event description:
This ra lead was implanted on (B)(6) 2004. A call to technical services on (B)(6) 2012 states that they are seeing noise on the hv and ra channels. Generally if they leads are reversed it is on the rv and hv. The physician was dr. (B)(6). Apparently a known issue with this particular patient. Suggested an xray to rule out any lead or conductor issues. Isometrics to see if it can be recreated. Cannot rule out a seal plug issue. Discussed turning off afrt and v>a, has ra oversensing that has lead to inappropriate atr. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).